Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced lens rotation not associated to a low vault. The lens was repositioned twice but that did not resolve the problem. Blurred vision. The lens exchanged for a longer length lens and the problem was resolved. Cause of the event was reported as patient-related factor "lens persistently rotates off axis despite rotating/repositioning it twice."